Event description:
The customer reported obtaining several erroneous results for multiple patients involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples, after resolving a failed system check, produced results in either a different clinical category or within the same clinical category but outside of the assay's precision claims. The customer stated that the erroneous results were reported out of the laboratory. Two (2) patients had a change to treatment; please refer to medwatch report #2122870-2013-00880 and #2122870-2013-00881 for the reports of the patients who had a change to treatment. This report references the patients who had no change to treatment. There was no death or injury reported in connection with this event. The customer reported experiencing quality control (qc) issues with results being out of range at greater than two standard deviations, a failed accutni calibration curve, and a failed system check in conjunction with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to replace the peri pump tubing for the aspirate probes. The customer then performed another routine system check which passed within instrument specifications, and proceeded to repeat the patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site. The customer resolved the issue through troubleshooting with a beckman coulter customer technical support (cts) over the telephone. The customer replaced the peri-pump tubing for the aspirate probes to resolve the issue, and corrected the failing system checks, calibration curve, and quality control (qc) results.